Event description:
It was reported that the atrial lead warning triggered with mode switch due to low impedances of less than 100 ohms. The threshold measurements were unattainable. It was also noted that p-waves were unable to be sensed due to chronic atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.